Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer reported a stuck button alarm and a power loss alarm. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting from the corner of the belt clip rail. Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the insulin pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 61=stuck key alarm--6 alerts on (B)(6) 2021 from 16:42 to 17:56; 6=batt out limit--7 alerts on (B)(6) 2021; 84=battery removed--9 alerts on (B)(6) 2021. The adapt tool did not list any unusual insulin pump errors whatsoever. The case was cut open. After visual inspection, there is corrosion in/around the following: electrical board 1--j7. In summary, the customer¿s report of a stuck button alarm was not confirmed whereas the report of a power loss alarm was confirmed during testing. The high sleep current measurement is due to the moisture damage at the electrical board 1 j7 aa battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated received stuck button alarm. Customer received power loss alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.